Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: lot number? H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty labeled winding former, and a needle-suture of product were received for evaluation. Upon visual inspection of the returned sample body fluids on the length of the suture was noted, in addition, damaged barbs and both sides of the fixation tab were cut. After further evaluation of the end suture, marks were observed on the nucleus possibly caused by a surgical device. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m

Event description:
It was reported that a patient underwent a gastrectomy on (B)(6) 2022 and the barbed suture was used. It was reported that when opening the package, it was noticed that there was no fixation tab so the product was not used. There were no adverse patient consequences reported. Upon evaluation of the returned sample, the suture was noted with damaged barbs and both sides of the fixation tab were cut. Additional information was requested.